Event description:
Robotic vessel sealer displayed error message when surgeon tried to use instrument. The device was cleaned off and returned to robotic arm. However, it still displayed an error message. Instrument removed from surgical field and was replaced with new device. The new device worked properly when replaced.